Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer¿s device and verified the reported issue. The service agent replaced the therapy pcb assembly. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation.

Event description:
The customer contacted physio-control to report that their device logged a critical event code. The event code is indicative of a device issue that could result in a partial loss of defibrillator output energy due to a loss of the negative or positive portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. In addition the customer advised that the device did not deliver the selected energy correctly. There was no report of patient use with the reported event.

Manufacturer narrative:
Based on the information available, physio-control has determined that it¿s reasonable to conclude that the likely cause of the reported issue was due to a shorted diode, designator cr30, on the therapy pcb assembly. When this occurs, the device logs an error code in its memory and may deliver a monophasic shock at a reduced energy level.

Event description:
The customer contacted physio-control to report that their device logged a critical event code. The event code is indicative of a device issue that could result in a partial loss of defibrillator output energy due to a loss of the negative or positive portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. In addition the customer advised that the device did not deliver the selected energy correctly. There was no report of patient use with the reported event.